Manufacturer narrative:
The device was returned to olympus for inspection. Evaluation confirmed the reported issue. The root cause cannot be identified. Reasonably known information suggests probable causes such as stress, degradation , component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a chipped distal end cover was found, the insertion tube coating is peeling off and needed to be replaced. There was no patient involvement.